Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable elecsys prolactin assay results for 2 patients tested on a cobas 6000 e 601 module serial number (B)(4) compared to the referral laboratory result. The referral laboratory method was clia. For patient 1 the prolactin result was 54.3 ng/ml on the e 601. The prolactin results in the referral laboratory were 7.3 ng/ml and 7.06 ng/ml. For patient 2 the prolactin result was 41.0 ng/ml on the e 601. The prolactin results in the referral laboratory were 27.1 ng/ml and 22.82 ng/ml. The results from the e 601 were reported outside of the laboratory. The results from the referral laboratory were the correct results. There was no allegation of an adverse event. The qc was acceptable.

Manufacturer narrative:
The reagent expiration date was 31-dec-2019. The calibration data was acceptable. A local reagent issue is not present. The alarm trace showed no issue. The pre-analytical sample clotting time appears too short. The investigation determined the customer did not follow the product labeling. It is not recommended to measure the sample with another method for macro prolactin assessment. Product labeling states: "the elecsys prolactin ii assay uses two monoclonal antibodies specifically directed against human prolactin. Both antibodies show a low reactivity with most forms of macroprolactin." And "a number of publications report the presence of macroprolactin in the serum of female patients with various endocrinological diseases or during pregnancy. Differing degrees of detection of the serum macroprolactins relative to monomeric prolactin (22 23 kda) by various immunoassays have also been described. This could lead to a false diagnosis of hyperprolactinemia depending on the immunoassay used. In case of implausible high prolactin values a precipitation by polyethylene glycol (peg) is recommended in order to estimate the amount of the biological active monomeric prolactin. See section "sample pretreatment by polyethylene glycol (peg) precipitation" for further details. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." A product problem was not identified.